Manufacturer narrative:
Analysis of the pump identified wear of the motor o-ring. The pump logs showed that a motor stall recovery had occurred on (B)(6) 2016 at 11:36am. The pump passed all non-destructive testing and there was no significant anomaly found during destructive analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving hydromorphone [2.0mg/ml] at a rate of 1.1486mg/day and bupivacaine [30.0mg/ml] at a rate of 17.230mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the patient heard the critical pump alarm and was seen on (B)(6) 2016. The hcp noted a motor stall had occurred on (B)(6) 2016 at 1:11am. When the pump was read on the date of report [(B)(6) 2016], the "stopped pump period may exceed tube set" message was seen to have occurred on (B)(6) 2016 at 1:11am. The cause of the motor stall was unknown, and it was noted that the patient had not recently had an MRI. There were no symptoms reported. It was noted that the hcp was replacing the pump at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.